Event description:
The customer reports: otw 7fr basket broke off during use. All retrieval of device completed during the procedure. No patient injury or complication reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a ptd rotator and catheter/sheath assembly for investigation. The rotator was returned with the on/off button disconnected. The catheter/sheath was returned with the catheter body bent, the orange lumen separated, the cable stop arm/cable stop separated, and basket separated. The basket/distal end of the sheath/catheter was not returned. Microscopic examination revealed the orange lumen exhibited melt marks on the proximal end indicating it was attached to the basket assembly at one time. In addition, the proximal end connector welds were complete without voids. The bend on the sheath/catheter was located approximately 35 mm from the hub. The length of the orange lumen was approximately 1.87", which is within the specifications. The on/off button was attached back on to the catheter. A lab inventory 7 fr ptd catheter was placed into the returned rotator to functionally test the device. The ptd cable rotated as expected when the activation button was pressed. No lot number was provided by the customer. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. The IFU for this product provides instructions on how to operate the ptd catheter device and rotator drive unit. The IFU cautions the user to make sure that the guide wire does not spin with the basket when the rotator is activated and states to keep the exposed portion of the catheter straight at all times to aid in successful basket deployment. It also cautions the user to use an appropriate guide wire and due to tortuosity, states if a guide wire cannot be advanced or cannot cross the clot and alternative procedure should be used. This IFU also warns of potential fatigue failure of the ptd cable and basket due to prolonged activation of the catheter. The reported complaint of the basket wires disconnecting was confirmed through visual examination of the returned sample. The catheter/sheath was returned with the catheter body bent, the orange lumen separated, the cable stop arm/cable stop separated, and the basket separated. However, the separated basket tip was not returned. Marks on the dislodged basket lumen indicated that it was seated in the basket connector, and the proximal end connector welds were complete without voids. No issues were found with the rotator during functional testing, and a device history record review based on a sales history lot did not reveal any manufacturing related issues. Based on the appearance of the returned sample, unintentional use error likely caused or contributed to this event; however, the probable cause of the basket breaking off could not be determined without the basket being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f19b0486.

Event description:
The customer reports: otw 7fr basket broke off during use. All retrieval of device completed during the procedure. No patient injury or complication reported.